Event description:
Dexcom has repeated issues with alarms for their dexcom g6 on the (B)(6) mobile app. I have contacted them over a dozen times in the last year because in the middle of the night, their alarms for high and low blood sugars do not sound. The dexcom g6 is advertised as being a reliable device to use to prevent high and low blood sugars because alarms are supposed to go off every 5 minutes should a customer go out of range. Dexcom is not doing adequate app testing during development to prevent these errors, and on numerous occasions it has put my health at risk when my blood sugar has been dangerously high or low and alarms do not sound as promised by all advertising. FDA safety report ID # (B)(4).